Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿

Event description:
The user facility reported a 62-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that a patient experienced ventricular fibrillation during impella 5.5 support. At the time of the noted issue, the impella alarmed with a position in aorta alarm and support was dropped to p2. The patient was defibrillated, and support levels were increased following the intervention. A second episode of tachycardia was triggered overnight coinciding with a loss of consciousness. The patient was once again defibrillated until stabilized. It was noted that weaning attempts were being made with the impella at the time of the noted episodes. The power level was increased, but intermittent episodes of vt (ventricular tachycardia) persisted until the pump was eventually explanted eight days later.

Manufacturer narrative:
The investigation into the vf/vt/af/at (torsades/vfib) issue has been completed since the original report was submitted. The product was not returned for investigation. As the necessary information was not provided, the root cause of the vt/vf was not determined.